Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm examined the iabp fault logs and observed fault code #7 and electrical test code #42. The stm isolated the issue to the main board and datasettes causing communication failure. To address the issue the stm replaced the main board and the datasettes. The fse then performed reset and calibration on the main board. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported by the end user, that upon powering up the cs300 intra-aortic balloon pump (iabp) electrical test code#42 (iabp (6809) datasette not compatible with front end hc11) was observed. There was no patient involvement, thus no adverse event was reported.